Event description:
It was reported that when using the bd pyxis¿ es server had an issue where control inventory was not communicating from pyxis to ciisafe and epic the customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where control inventory was not communicating from pyxis to ciisafe and epic. A technical support specialist checked ciisafe and did not find any communication issues but noticed a problem with the carefusion coordination engine (cce) interface. The technical support specialist dialed into cce and confirmed that there were no stuck queues, messages were being received from the es server, and messages were being sent to cii and epic. After reviewing the configuration, it was found that the cii med class in ciisafe under mbmsession was blank. The test cce also showed blank values. Upon reviewing the cii implementation guide, the specialist noted that the med class allowed was listed as a requirement. The specialist confirmed controlled classes (2, 3, 4, 5) with the customer, added the classes, restarted the cce-service, resent counts, and verified the epic code. Additionally, the usage mbm msh setting under mbmsession process ID was changed from t to p. After restarting the cce-service again, the specialist confirmed with the customer that control inventory was crossing over correctly to ciisafe and epic. The system functioned as intended after the technical support specialist troubleshot the device.